Manufacturer narrative:
(B)(4). Device evaluation indicated that visual inspection revealed that the top two electrodes are separated from the distal end. Electrodes 1-2 were not returned. The cables are exposed at the damaged section of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees. An angle of more than 45 degrees increases the risk of lead damage.

Event description:
A report was received that during the trial procedure, the lead broke and there were two contacts left inside the patients body. The trial procedure was aborted.

Event description:
A report was received that during the trial procedure, the lead broke and there were two contacts left inside the patients body. The trial procedure was aborted.